Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the fan was noisy and it was replaced. It was additionally noted that the stylus was not working and it was replaced and calibrated. The hard drive was reconfigured and the software reloaded and updated. The programmer then passed its final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was loud, and noisy while running/powered on. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that both the programmer and the radiofrequency head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.